Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the plunger and metal ring advanced and retracted properly. The ring was pulled and the bag was completely cinched and detached properly. It was reported that the bag separated from the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if bag does not pull through easily, enlarge the incision to accommodate easy removal for specimens with diameters larger than the trocar site incision. Failure to follow this warning could cause the bag to break and the specimen to fall back into the body cavity. If bag does not pull through easily, enlarge the incision to accommodate easy removal of bag, taking care not to puncture the bag or cut the purse-string. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the instrument fell apart while in the abdomen. The bag separated from the handle.